Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and no longer working. The customer blood glucose level was unknown at the time of the incident. The customer stated that they went to swimming and the insulin pump was not working. The customer stated that they do hear fluid when shaking the pump. The customer advised that will need to be replaced. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Device received with cracked case corner of the belt clip rails near the battery compartment.